Event description:
The patient was in a hospital currently and was being treated for pneumonia. The patient was also noted to have another infection "that could be coming from" / "caused by" her baclofen pump. The event was noted as having no change and was "ongoing." The patient was on the oral drug gilenya 0.5 mg once daily. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).